Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: (B)(6) 2011; inratio: 6.7; lab: 3.6. Testing was performed side by side. Therapeutic range was not available.

Manufacturer narrative:
Investigation pending.